Event description:
New information received states that non-sustained lead noise due to post paced t-wave oversensing on a stored egm was observed again via a merlin.net transmission. Further programming changes were made. The patient condition was good.

Event description:
It was reported that non-sustained rv oversensing due to post paced t-wave oversensing on the ventricular channel was observed via merlin.net. The device was reprogrammed. The patient condition was well.